Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: n/a, batch: n/a. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient lost effective stimulation due to high impedances on one of the leads. Investigation was unable to determine which lead attributed to the issue. Surgical intervention was undertaken wherein the entire system was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The reported ¿high impedance¿ was confirmed. Visual inspection of lead a found that it was returned in two segments as a result of the explant procedure. Microscopic inspection found that the stimulation end segment had a kink where all internal wires were broken. It could not be ascertained as to the cause of the fractures as the patient denies any falls or trauma.